Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v009885, implanted: (B)(6) 2006, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).

Event description:
It was reported the patient turned their stimulator off prior to an unrelated operation. Following the operation, the patient could not get a response from the stimulator. They were unable to make adjustments or connect both with and without the antenna attached. The poor communication screen was seen both with and without the antenna attached. The next day, the patient was unable to connect with the new programmer, both with and without the antenna attached. Two weeks later, the patient still had concerns regarding their device or therapy, but was working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2015 was noted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.